Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient's scs leads were replaced due to no longer receiving effective stimulation. It was also reported the patient had been reprogrammed and was receiving effective stimulation 2 months prior; however, at the time, lead diagnostics showed invalid impedance values for the scs lead(s). The issues were resolved with the surgical intervention.